Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump alarmed with a critical pump error alarm and they got hospitalized due to low blood glucose with blood glucose of less than 20 mg/dl at the time of the incident. The customer left the hospital at 132 mg/dl. The customer had pushed the plunger without seeing the amount of insulin infused. The customer did not mention how they were treated. The customer experienced symptoms such as nausea. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed and no further information was provided. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump error 35 alarm and critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to critical pump error (open book). Insulin pump received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, missing display window cover, cracked select button keypad overlay and minor scratched lcd window.